Manufacturer narrative:
A comprehensive investigation was conducted regarding the reported unexpected shutdown of the noxboxi device. The device underwent thorough testing and was found to be compliant with all relevant manufacturer specifications pertaining to the reported product problem. This testing included a one-week period of continuous simulated use, during which the device performed normally without any instances of unexpected shutdown. Analysis of the device's internal log file around the time of the reported event revealed no anomalies. Specifically, no error codes or alarms were logged immediately before or at the time of the reported shutdown. The log file indicated that the device was operating within normal parameters prior to the event. Interviews with the involved hospital staff indicated that the user was actively interacting with the noxboxi device, specifically in the process of exchanging a noxivent cylinder, at approximately the time the shutdown occurred. In the absence of any identified device malfunction during the investigation, and considering the user's interaction with the device at the time of the reported event, it is plausible that the shutdown was inadvertently initiated by the user during the cylinder exchange process. Review of the incident report indicates that the device was used off-label (adult patient), based on the approved indications for the noxboxi device. No further action is warranted at this time.

Event description:
Atrium health cmc main reported a product problem involving the noxboxi device during the administration of inhaled nitric oxide (ino) to an adult patient (off-label use). The device experienced an unexpected shutdown, resulting in a transient desaturation event in the patient. Following the immediate replacement of the noxboxi device, the patient's vital signs returned to pre-event values, and no persistent adverse effects were observed.